Event description:
It was reported that the pt experienced a lack of stimulation on their left side in the chest area; the pt was still getting good stimulation in her back and legs. Stimulation is working correctly on their right side. It was also reported that the pt feels an intermittent jolting sensation that is not associated with any known related accident or incident. The exact location of the shocking/jolting was unk. An x-ray of the lead area showed no migration had occurred. Add'l info has been requested, but was not available as of the date of this report.